Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected field: d4 (version or model #). A getinge field service engineer (fse) stated that no faults detected. Electrical contacts cleaned and functional checks repeated with positive results. Repair completed, operation tests and tests with positive results, the fault did not cause damage to operators/patients.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) does not complete battery 1 charge. There was no patient involvement reported.